Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was for at least the last couple of months, the pt's controller had been displaying "no device found" when connecting wirelessly with the implanted neurostimulator(ins) even though the ins was charged; pt mentioned they had to put their controller directly against the skin in order to get controller to connect to ins. Pt said the wireless connection between the controller and the ins took "forever." Pt met with mdt rep and made mdt rep aware of the issue. During the call, the controller was charged at 100% and the ins was charged at 60%.  Pt noticed implanted neurostimulator(ins) was taking longer and longer to recharge; pt mentioned they had excellent charge quality and the ins took 2-3 hours to charge completely. When pt attempted to connect the ins to the controller to charge the ins, the recharger antenna took "forever" to find the ins and the controller kept displaying "no device found." The recharger antenna would be charging the ins, and, in the middle of the charging session, the controller would display "no device found." The pt met with mdt rep today, and mdt rep recreated several of the issues the pt was experiencing with the recharger antenna. Pt mentioned that mdt rep saw that the recharging quality was "good" on their clinician tablet even though the recharging quality displayed "excellent" on the pt's controller. During the call, ins charge was at 60% and controller charge was at 100%. Pt did not have recharger antenna with them, so serial number could not be gathered. Pt will call back with serial number. Shipping information was confirmed and pt was told saturday shipping would be requested. They had to charge their ins more frequently because the ins battery was draining quicker for at least the past couple of months. Pt mentioned they had not changed the settings because the settings worked "great." Pt spoke to mdt rep today about the issue. The patient was redirected to their healthcare provider to further address the issue if the replacement recharger antenna and controller do not resolve the issue. During the call, the controller was charged at 100% and the ins was charged at 60%. No symptoms or patient complications were reported.